Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was replaced due to fluid loss. There were no patient adverse effects in relation to this event. Additional information will be provided if it becomes available.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. A leak on the cylinder 1 body was identified due to wear at the corner of a fold.a leak on the cylinder 2 body was identified due to damage from a sharp instrument. The cylinder was bulging during testing. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was replaced due to fluid loss. There were no patient adverse effects in relation to this event. Additional information will be provided if it becomes available.